Manufacturer narrative:
Date rec'd by MFR: 05jun2019. Date of report: 11jun19. A visual inspection of the gas delivery system (gds) revealed no anomalies. During testing of the device, it was determined that the failure was caused by the u1 component of the air flow sensor drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified, estimate used.